Manufacturer narrative:
This MDR is a follow up, due to goods received after the first investigation was performed. A compressor was reported making noise and that fuses were blown. The service engineer noticed blown fuses and condensation in the tubing. The fuses, main inlet and drainage valve were replaced and was cleared for clinical use. The drainage valve was sent back for further investigation. When mounting the returned drainage valve in a reference compressor mini, the unit worked according to specification and the issue could not be reproduced. The drainage valve is part of the system that reduces the amount of moisture in the compressed air. When the damp has condensed, the function of the drainage valve is to open the transport of the water to a drainage bottle. In the start-up sequence, the drainage valve will also release the pressure in the compressor cylinders to have a smoother start of the compressor. A defective drainage valve could lead to a situation where the compressor is not starting as expected. Blown fuses would also lead to compressor not starting. The cause of a blown fuse could be one or a combination of the following causes: - electrical transients (voltage and/or current spikes) in the mains power. - bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. - chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. - dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. As the issue could not be reproduced, no root cause for blown fuses, noise or water in output could be determined.

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer was on site to investigate the reported issue,. The fuses of the mains inlet were stuck due to dust build up. The fuses were replaced and test performed. Due to condensation found in the tubing, drainage valve was also replaced. Unit passed all functional and safety test per factory specifications, returned to customer and cleared for clinical use. The cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual, a preventive maintenance shall be performed after 5000 operating hours. It includes visual inspection of damage of parts and preventive cleaning of dust in the main inlet.

Event description:
It was reported that the compressor was making noises. There was no patient harm. Manufacturer ref.#: (B)(4).